Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Age of the patient at the time of the event unknown/ not provided. Patient weight unknown/ not provided. Product noe returned.

Event description:
It was reported that the implant blister was empty (tsvt4b10) during the procedure. It was also reported that they were able to place another implant in same surgery.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The returned images show the reported implant packaging. The implant vial is noted to be empty. It is noted that the vial cap is cracked open. The gap between the vial cap and ring indicates that the tamper seal has been broken. The package has therefore been opened. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Alleged event is non-verifiable, as the package was returned already opened. Probable causes for the complaint could not be determined. Expiration date, UDI: (B)(4).